Manufacturer narrative:
K011375. Reported device not marketed in the u.s., however, similar devices or devices that share components, raw materials, process methods or other technological characteristics are registered within the u.s. Analysis and results: there are two previous complaints of the same code-batch regarding this issue closed as confirmed after analysis. We manufactured and distributed in the market 4,860 units of this code-batch. There are no units in our stock. We have received 11 closed samples and 2 open and unused samples with the needle detached from the thread. Tightness test to the closed samples received has been performed and the units are tight. We have tested the needle attachment strength of all closed samples received and the results fulfil the requirements of the european pharmacopoeia (ep): 0.81 kgf in average and 0.41 kgf in minimum (ep requirements: 0.23 kgf in average and 0.11 kgf in minimum) however, tanking into account that there are previous complaints regarding the same issue closed as confirmed after analysis and the two defective samples received, we consider that the complaint to be confirmed. Reviewed the batch manufacturing record, there are no incidences related to this issue and the results during the process fulfil usp/ep and b. Braun surgical requirements. Final conclusion: we conclude that the complaint is confirmed by evidence of the failure in the open and unused samples received. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. You will receive a credit note for one box of product as compensation. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
It was reported that there was an issue with monosyn violet suture. The client reported that in some sutures the needle is missing in the package or detached from the thread. Defect detected prior to use.